Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a transcatheter mitral valve repair (tmvr) using a mitraclip was implanted to treat grade 4 mitral regurgitation (mr). Immediately after the procedure, the anterior cusp side of the mitraclip became detached. The mitraclip gripped the posterior cusp side only, in the single leaflet device attachment (slda) state. The physician decided to end the procedure and the mr was now at a grade 3. No adverse consequences occurred due to this issue. On (B)(6) 2020 a mitral valve replacement was performed and a 27mm epic stented porcine heart valve w/flexfit system was implanted. He procedure was completed without any issues. On ,(B)(6) 2020 the patient's blood pressure rapidly decreased and a cardiac rupture was confirmed. An emergency thoracotomy was performed. The cause of the cardiac rupture was due to the slda and mitral valve replacement surgery. The patient remained in the hospital and was placed on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2020, the patient expired. Additional information cannot be obtained.

Manufacturer narrative:
An event of a decrease in the patients blood pressure, cardiac rupture, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.